Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The reported issue could not be confirmed. The lens was sent back with one haptic cut and missing. Additionally, it was noted that the haptic appears to have been pulled out of the optic socket. However, we are unable to test the integrity of the poxy and haptic binding, by performing a pull test as the haptic has been cut. It appears the lens was prepped for the yamane technique; this technique induces a larger force amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was used off-label. Additionally, it was stated there was no damage noted to the device during preparation for use, which suggest a product quality issue did not contribute to the reported issue. Issue is likely linked to handling errors, surgical technique, and off-label use and not a product quality issue.

Event description:
It was reported that the lens tilted in the eye. The lens was removed and another lens was implanted. No additional information provided.